Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed that the last saved pacing impedance test measurement on (B)(6) 2019 was 2381 ohms. The coil continuity measured the same day was greater than 3000 ohms as reported in the complaint description. Trend curves or iegms were not provided for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approximately 43 months after the implantation, oversensing with inappropriate shocks was noted. Furthermore, inappropriate shocks were delivered as the device recognized a real ventricular fibrillation (possibly caused by ischaemia). External defibrillation restored the rhythm and caused unfortunately atrial fibrillation. The pacing and shock impedances of the lead were out of range. A conductor fracture was suspected.